Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing due to a capacitor maintenance was observed. The charge was stopped as a result of the oversensing but eventually the capacitor maintenance was complete. No intervention was performed, the device remains implanted and will continue to be monitored. The patient was in stable condition.